Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the garment. The patient reported that he has sensitive skin and can only wear cotton fabric. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a medicated cream to use. The patient reported that the rash did not improve, so his physician advised him to return the lifevest. The patient reported that the skin irritation improved upon removing the lifevest.